Event description:
Stryker ref # (B)(4): it was reported that the ¿inner card¿ of the surgical light head was ¿burnt.¿ there was no pt involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. A photographic image was taken of the light head with the alleged burnt circuit board. The mfg date is unk at the time of this report. Eval summary: photographs of the light head were provided for eval. In viewing the pictures, it was observed that the varistor component on the pcb board became overheated causing the burning on the circuit board. There was no report of pt injury or adverse consequences in this event. This event is continuing to be investigated.